Event description:
It was reported to philips that the system would not power on. The device was outside of clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not powering on. Upon functional testing the fse found that fuse at f4 on the ups power control board was consistently failing (fuse blowing until marathon ups disconnected). To resolve the reported issue the third-party engineer replaced the ups 1phase data integrity battery sp and ups 1phase data integrity controller sp. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the ups is a third-party product and there was no impact to the patient. Based on the re-evaluation, this complaint is not reportable. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.